Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dropped. The customer also reported that the insulin pump would not rewind completely. The customer stated that they had to press act button multiple times to complete rewind. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No rewind anomaly was noted. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump was received with a cracked case at the display window corner, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.